Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and priming test. The device had motor error stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The functional testing was unable to be completed due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 400 mg/dl. Customer treated their high blood glucose level with manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to rewind the insulin pump and passed the displacement test. Customer advised they received the motor error alarm during the fill cannula process. Customer performed and passed the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.